Event description:
Customer reported recent high device results and taking insulin based on the readings. Customer stated after 45 minutes they would "hit bottom". Customer stated passing out several times and was hospitalized due to the device readings. Device = 64 mg/dl. Hospital rn gave customer orange and sugar to elevate blood glucose. Shortly afterwards, custom's device = 461 mg/dl. No controls. A request was made for return product and replacement product was sent.